Event description:
Related manufacturer reference number: 2017865-2022-06553. It was reported that the patient's right ventricular (rv) lead exhibited high pacing impedance. The patient presented to a scheduled procedure. During the procedure, the right atrial(ra) lead exhibited low pacing impedance and loss of sensing. The ra and rv leads were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of high pacing impedance was confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found calcification covering the ring electrode that likely caused the rise in the pacing impedance. Due to lead procedural damage, impedance test could not be performed. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found by visual inspection an external insulation abrasion breaching the lead sheath with intact silicon insulation beneath proximal to the suture tie impression. The cause of external insulation abrasion is consistent with friction to device can.